Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a recto-sigmoidectomy, while working on the rectum, the device was not able to fire. The device has been replaced to resolve the issue. No patient injury.